Event description:
The manufacturer received information alleging a ventilator failed oxygen testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly reported an allegation of a ventilator failing oxygen testing. The device's oxygen blending module subassembly was sent to the manufacturer's product investigation laboratory for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.